Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. MFR report number 2955842-2024-22031 documents the second broken small grasping retractor.

Event description:
It was reported that during a da vinci-assisted subtotal colectomy surgical procedure, the small grasping retractor instrument wire snapped. The staff performed an x-ray. The procedure was completed. Intuitive surgical, inc. (Isi) obtained the following follow-up information: two of the same instruments were broken, and both were sent down to the sterile processing department (spd) for further investigation. The cords both snapped on each instrument. Spd was able to verify that all pieces were accounted for, and nothing fell into the patient. The customer still followed up with a post-op x-ray to make sure. The x-ray came back clear. Both instruments broke when retracting the bowel. The instruments did not collide with anything, the issue occurred when moving the bowel around. It is unknown if spd took pictures or still had the instruments in their possession.